Event description:
The device reportedly displayed a "jagged" line on the screen and the service led illuminated while monitoring a pt. The power was cycled and the reported malfunction recurred. The power was cycled a third time and proper operation was observed. There was no reported association between the reported event and the pt's outcome. The pt's info was not released by the facility.